Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips were coming out at an angle causing malformed clips. This was noticed on the initial firing. The customer tried another device and had the same problem. The customer used another device to complete the case with no pt consequence.

Manufacturer narrative:
Additional lot# c4er4j.